Event description:
It was reported that a notch and errhysis (draining of blood) were found with the extension tubing of the catheter when drawing blood. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the extension leg tubing is confirmed; however, the exact cause is unknown. One photograph of a single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the extension leg of the catheter. Blood was observed in the extension tubing, and the luer hub of the catheter appeared to be attached to a connector of some sort. The exact cause of the split in the extension leg tubing of the catheter could not be determined from the returned photograph; however, possible causes of this split include sharp instrument damage and material fatigue. As a note, the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of reds0268 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds0268 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a notch and errhysis (draining of blood) were found with the extension tubing of the catheter when drawing blood. No other information was provided.